Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the replaced portion of the driveline confirmed damage that would have contributed to the reported low speed and low flow events captured in the log file. The replaced portion of the driveline was returned measuring approximately 23". Visual examination of the outer silicone jacket and underlying bionate layer did not reveal any signs of damage. Electrical continuity testing did not reveal any discontinuity or shorts. The metal shielding was worn throughout, with breakdown observed approximately 3" from the controller connector. Visual inspection of the underlying wires revealed an insulation breach on the red wire approximately 3" from the controller connector, exposing the conductors beneath. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could have resulted in the low speed and low flow events captured in the log file. No alarms were observed following the repair. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Follow up report 1 previously captured the device evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 when the patient connected to the power module to go to bed, he observed low flow and low speed alarms with speeds dropping to 2800 rotations per minute (rpm) and 4100 rpm. Set speeds are 9200 rpm. Lower speed limit is at 8800 rpm. The patient reported no symptoms with these events and had been staying on battery 100% of the time to avoid the alarms. Patient was to be admitted to evaluate for short to shield on (B)(6) 2019. On (B)(6) 2019 the patient was in the emergency department on an ungrounded cable. Upon interrogation, the team observed patient's speed drops where his speed dropped so low his flow value was calculating to zero. Log file analysis observed 114 low speed advisories. Speed drops were as low as 2100rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu (mobile power unit). On (B)(6) 2019 tech service was on site and performed driveline repair. Replaced about 22' inches of the driveline from the distal end. There were no immediate alarms after the repair. The customer will ship the excised driveline for analysis.